Event description:
A vyaire, bellavista 1000 ventilator, s/n: (B)(4), UDI: (B)(4), stopped working and shut down while being used to ventilate a patient. The error occurred when a clinician attempted to change ventilation modes; upon changing the modes and hitting the 'apply mode' button, the ventilator shut down and alarmed, stating on-screen to remove from service and contact technical support. This issue was immediately reported to the manufacturer, vyaire medical, and an official complaint was requested to be filed regarding this incident. FDA safety report ID # (B)(4).